Event description:
Patient a: triple transducer is leaking on the cvp most distal port; has a crack on the plastic luer lock. The problem was identified perioperatively during set up. The device was switched out and there was no harm to the patient.patient b: as setting up for a scheduled open heart case, spiked the heparin for the triple transducer and flushed it through. Noticed a leak from the bottom of the yellow transducer. It looked like there was a crack where the tubing attaches to the bottom of the transducer; changed out the whole triple transducer. There was no harm to the patient.